Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A published article reported details that the implantable cardioverter defibrillator (ICD) is vulnerable to security hacking. Status of the ICD is unknown. No additional information is available. No patient complications have been reported as a result of this event.